Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had blurry and foggy visual acuity. The iol was exchanged for unspecified advanced technology intraocular lens. Clinical reason for explant mentioned as pseudophakia. Additional information has been requested, yet no new information received.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in a.2., a.3.a., b.2., b.3., b.5., b.6., d.10. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested, received and reported that the iol was exchanged for the same lens model but two diopter more power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.